Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two of the foley catheters were inserted through supra pubic placement and in both instances the balloon wouldn't inflate and resistance occurred.

Manufacturer narrative:
Received 2 samples in opened package. Per visual inspection, the exterior of the sample was inspected and no evidence of a failure that would support the reported event was found. The following functional test was performed: tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 13secs and the inflation funnel did not balloon out during inflation. Deflated and re-inflated the balloon with quick fill technique again. The balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. Dimensional evaluation found the sample to be within specifications: eye snip length 3/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 10/32¿. Eye snip distance from proximal cuff 8/32¿. Rubberize thickness 13 thou. Reinforcement 171 thou. Inflation funnel thickness 59 thou. Balloon thickness (average) 25 thou. Inflation lumen coverage 9 thou. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.